Manufacturer narrative:
(B)(4). Concomitant medical product: modular head component, catalog#: ni, lot#: ni. Unknown arcos proximal cone body, catalog#: ni, lot#: ni. Unknown screw, catalog#: ni, lot#: ni. Unknown stryker liner, catalog#: ni, lot#: ni. Unknown stryker cup, catalog#: ni, lot#: ni. Reported event was confirmed by review of operative notes and x-ray review. Revision op notes show the patient was revised on the left side due to instability, dislocation and greater trochanter nonunion. Head and liner were removed. Multiple kinamed iso-elastic cables were then used to fix the trochanter on proximal femoral body. The previous femoral allograft was removed without difficulty. Review of pre-revision x-ray shows: radiolucency is present at the tip of the femoral stem suggesting loosening. There is a slight orientation change of one of the screws traversing the femoral stem, suggesting screw loosening. Greater trochanteric fracture fragment has moved proximally. Amorphous bone graft material appears to have resorbed leaving ununited lateral bone cortical fragments along the proximal femoral shaft. Ununited proximal medial femoral shaft cortical fragment is also noted. Hardware appears to remain intact. Radiolucencies are present at the superior and inferior acetabular cup metal bone interface consistent with loosening. The femoral head component is centered within the acetabular cup component. Acetabular cup lateral angle of inclination and anteversion is not reported due to exclusion of contralateral bony landmarks and lack of lateral view. Bone quality is osteopenic. DHR was reviewed for possible product, and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01101, 01949.

Event description:
It was reported that the patient's left hip was revised due to dislocation, instability, and fracture non-union. Zimmer biomet femoral head and stryker liner were revised. A stryker constrained liner and new zimmer biomet head were implanted, and multiple kinamed iso-elastic cables were used to fix the trochanter on the proximal femoral body. Previous femoral allograft was removed.